Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced abscess, failure of mesh, mesh eroded into the bowel, infection, and fistula. Post-operative patient treatment included incision and drainage of abscess, debridement of abdominal wall, mesh removal surgery, and small bowel resection.